Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple abrasion marks. From 12 cm to 30 cm proximal to the lead tip the insulation body and the outer coil were found stretched and fractured revealing a stretched inner coil. These damages most likely resulted from the extraction of the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported event. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient expired on (B)(6) 2016 due to arteriosclerotic cardiovascular disease. Should additional information be received, this file will be updated.